Manufacturer narrative:
Additional product code kwp,kwq. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: device history lot. A review of the receiving inspection (ri) for viper prime cfx xtab 7x45mm ti was conducted identifying that lot number tbaava was released in a single batch. Batch1: lot qty of (B)(4) units were released on aug 21, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported an unknown date that the patient was underwent for a spinal fusion in l5 treating purulent spondylitis on (B)(6) 2020. The surgeon applied viper prime system and tried to insert a screw with xtab (186770345s) . Due to the patient¿s robust bone, the tip of the stylet became distorted. The procedure was completed without surgical delay. There were no patient consequences. Concomitant device reported: unknown screwdriver (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.